Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5245671. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that 2 pbbcs wingsets had holes in the tubing which caused blood to splatter out during blood specimen collection. The holes are located in the tubing near the base of the body of the of the 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter. No injury, blood/mucous exposure or medical intervention was reported.